Manufacturer narrative:
H3: analysis was performed for product: 9734683, lot number: 230103. It was reported that one of the two side tabs was missing on the returned tracker. Otherwise, with markers attached and fully seated, the tracker displayed good geometry and divot error readings with normal tracking and verification. Codes b01, c07 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that orange navlock was damaged. The procedure was continued using a different tracker. There was no reported impact to patient outcome and no reported delay.